Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
She spiked a fever x2 [pyrexia]. Uterine and incisional abscess [uterine abscess]. Uterine and incisional abscess [incision site abscess]. Case narrative: information has been received from united states food and drug administration (u.s FDA) (2100020000-2023-8001) on 10-jan-2023. This initial spontaneous report originating from united states was received from a risk manager referring to a non-pregnant female patient of unknown age. This report concerns 1 patient and 1 device. The patient had pre type 2 diabetes mellitus (pre t2dm) on metformin and insulin, chronic hypertension (chtn), hypothyroidism, morbidly obese, and asthma. The patient¿s body mass index (bmi) was 45 (units unspecified). The patient¿s medical history included pregnancy and she was induced, then had ruptured membranes for greater than 30 hours (hrs) requiring a cesarean section with preterm delivery at 36 weeks (wks). The patient had uterine atony and postpartum hemorrhage (pph) with quantitative blood loss (qbl) of 2800 cubic centimeter (cc) requiring tranexamic acid (txa), extra oxytocin (pitocin), buccal misoprostol (cytotec) and methylergometrine maleate (methergine). The patient had b-lynch suture. Approximately on unknown date in 2022, the vacuum-induced hemorrhage control system (jada system) was inserted at 17:30 pm (reported as ¿1730p¿) for unknown indication, 3 units (u) packed red blood cells (prbc), colloids and crystalloids were also given to the patient. It was reported that intraoperative (intraop) the patient received 1 dose each intravenous (IV) azithromycin and cefazolin sodium (ancef). The vacuum-induced hemorrhage control system (jada system) was discontinued next day at 08:30 (reported as ¿0830¿). Approximately on unknown date in 2022 (discrepant information: onset date was reported as 15-sep-2022), the patient had spiked a fever x2 (pyrexia) and given antibiotics (abx) (unspecified) x24hrs and then discharged (d/c) home with oral (po) nitrofurantoin (macrobid). On an unknown date in 2022 (reported as ¿four days later¿), the patient presented and diagnosed (dx) with uterine and incisional abscess (uterine abscess and incision site abscess), requiring total abdominal hysterectomy. On unknown date in 2022, the patient was hospitalized due to all the events. The outcome of pyrexia, incision site abscess and uterine abscess was unknown. The vacuum-induced hemorrhage control system (jada system) was not available for evaluation. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not available. The agency considered all the events to be serious due to required intervention. Medical device reporting criteria: serious injury. FDA code (health effects-health impact per annex f): 4644 medication required (patient required additional medication or additional dose of existing medication). FDA code (health effects-health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed). FDA code (health effects-health impact per annex f): 4643 blood transfusion (patient required an infusion of whole blood or a blood component directly into the bloodstream).